Event description:
The customer reported a pads cable and pacer test errors when running the operational check test.

Manufacturer narrative:
(B)(4). The customer reported a pads cable and pacer test errors when running the operational check test. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the reported failure. The cause of the failure was found to be a faulty power pca. This was a malfunction of the power pca that caused a pads/paddles ECG test failure.